Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced excessive vault with significant shallowing of the AC and significant reduction of iridocorneal angles. Lens was exchanged for a shorter length lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H11-Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Potential outcomes (such as significant reduction of iridocorneal angles and significant shallowing of the AC) are already captured in the existing risk management documentation as foreseeable or expected adverse event.Claim (b)(4).